Event description:
It was reported that the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The pocket site and recharging antenna were reported to get "burning hot" during recharging, and this started 1.5 to 2 months prior to being reported. The reporter stated that the patient was getting shocking or jolting the day after charging her ins. About 3 weeks prior to the report, the patient's leg "gave out" which caused her to fall to the floor resulting in the patient twisting her back. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).